Event description:
Customer reported a donor sample was tested on the galileo and resulted as o positive. They also performed testing on the olympus pk and received an ntd. Customer states that the client has the donor listed as an a positive with anti-a1.

Manufacturer narrative:
The instrument images were reviewed; wells appeared positive. The customer was advised of the limitiation in the operator's manual that the galileo does not differentiate mixed field reactions.